Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review cannot be completed due to the unknown lot number.

Event description:
Event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was stated in the report that there was a leakage at the adapter during infusion. Two quantities were reported to be affected. There was patient involvement and no patient harm as a result of this event.